Event description:
During a lap nissen procedure, the 4-40 stud broke on the hand piece. They used another hand piece and completed the case with no patient consequences.

Manufacturer narrative:
Information was not provided by the contact. Information us unavailable; device was not returned for evaluation. (510(k)#k002906)